Manufacturer narrative:
Additional information: date of event: date of event never provided by customer, it is an approximation. The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers : 1221359-2022-04774 through 1221359-2022-04780.

Event description:
The customer reported seven (7) conflicting results with the ID now covid-19 assay for seven (7) patients performed on various dates. This report addresses patient seven (7) of seven (7). The customer reported a conflicting result with the ID now covid-19 assay performed on unknown date. Initial test was positive and repeat testing was performed and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Please see updates: g3, g6, h2 and h6. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Updated information: b5 reference MFR: 1221359-2022-04774 to 1221359-2022-04780.

Event description:
The customer reported six (6) conflicting results and one false positive result with the ID now covid-19 assay for seven (7) patients on various dates.this report addresses patient seven (7) of seven (7).